Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. From the information provided, the following reported issues were confirmed: (1) image is not displayed; (2) image flickers. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The phenomenon was not duplicated because the subject device was not returned from the facility. Other finding reported was: (3) the socket has deteriorated and is causing contact failure the cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the "flat connector showed poor contact" and there was no image or a flickering image. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.